Event description:
On an unknown date a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient has been in the hospital since last tuesday due to abdominal pain and significant weight loss. Patient had a gastrointestinal examination and a CT scan on (B)(6) 2025 with unknown results. Patient's husband stated the peg-j was replaced last year and that something must have gone wrong, causing irritation to the small intestine. The pump has been stopped and the peg-j will be removed tomorrow to rest the small intestine. It is unknown how long it will take before the peg-j is replaced and the pump is restarted.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.